Event description:
User facility reported that the product was in use for infusion of midazolam. User facility reported that pt expired with pump in use. User facility has stated they believe that the pump did not cause or contribute to the death due to device operation. User facility has requested that device history record be reviewed for possible error in programming or unauthorized rate change. No further info has been provided by user facility at this time.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.